Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected on the communication bus. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27jan2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6.1 was not detected on the bus. A field service engineer released all pockets to remove any debris or foreign objects, then removed the back panel and reset all cables and connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.